Event description:
It was reported that the right atrial (ra) lead had a micro-dislodgement which resulted in increasing capture threshold. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407658 implantable pacing lead (B)(6) 2012 addr01 implantable pulse generator (ipg) (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.